Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as the event date is unknown. (B)(4). Visual examination of the returned complaint device revealed evidence that the device had been used and that the rx tunnel was missing. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. A functional examination was performed, and the balloon was able to be inflated successfully. It is possible that the damage could be caused by an excessive handling of the customer, and it is also possible that some conditions related to the procedure during the use of the device could have affected its performance and its intended purpose, leading to the observed failure. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
On (B)(6) 2018, boston scientific corporation received an unauthorized return of a hurricane rx dilatation balloon. It was found that the rx tunnel was detached from the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.